Event description:
The facility reports the caregiver was giving a patient a shower in the chair. The chair was raised and tilted back to give access to the patient. After the shower, the chair was moved to the seated position and lowered. Blood was seen after the patient was taken to his room to be dressed. The nurses and staff were notified at that time. The patient is a paraplegic and was not aware that he had been injured. The patient sustained a 5-6cm pinch-type injury to the right side of his testicular sac. Medication and dry dressing was applied.

Manufacturer narrative:
An arjo investigator examined the device and found it working according to specifications. Based on the information provided, the manufacturer is unable to determine exactly how the injury occurred. It is possibly the injury was caused by pinching during use of the carendo. The operating and product care instructions (opi) state, "always ensure that the equipment is used by trained staff," and "ensure that nobody is touching parts of the lift which are in relative movement to each other when the lift is activated." There is a warning note which states, "make sure that no hands or other body parts get jammed between moving parts of the lift," and under a separate warning, "see to it that genitals of the resident don't get jammed between the chair and toilet bowl." Therefore, the manufacturer concludes the event is most likely the result of user error. All customers should have been notified on correct and safe use of the carendo through a special safety advisory notice issued on september 24, 2007. It is stated in the report from the site that the main office had been notified, but none of the staff was aware of it. The manufacturer recommends retraining of all lift operators, especially according to the requirements.